Event description:
The customer reported that both monitors in the workstation have poor video, and will not syncheronize.

Manufacturer narrative:
The ge service rep confirmed the problem, poor image quality and monitor stability. While troubleshooting the system, the table stopped booting. He replaced the cpu board and boot disk in table. He restored the table function. He found no video synch. The signal was coming from a ccd camera. The verified proper power inputs. The rep ordered a ccd camera. The customer declined camera replacement, due to second source part found.